Event description:
The customer reported an uncontained blood, diluent and clenz leak of approximately twenty (20) ml from the bottom left side of the coulter lh 780 hematology analyzer while running startup. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) found that the quick disconnect (qd4) was disconnected. The fse reconnected qd4 to resolve the issue. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).